Manufacturer narrative:
Block b3: exact date unknown, event occurred 1 year ago from the date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg and inadequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.